Manufacturer narrative:
This report is for an unk - nail insertion handles/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while inserting the suprapatellar protective sleeve the inner trocar while removing the inner trocar it engaged into the inner sleeve and broke while trying to remove it. The sleeve was stuck inside the insertion handle and the insertion handle was swapped out for the old style insertion handle. Procedure was completed successfully without any surgical delay. No fragments were generated and concomitant devices reported: unk - guides/sleeves/aiming: sleeve(part# unknown, lot# unknown, qty unknown). This report is for 1 unk - nail insertion handles. This is report 3 of 3 for complaint (B)(4).